Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the extension tubing set was connected to the patient's IV access site and was being used to deliver an unspecified volume of normal saline at a "slow" rate via gravity during an unspecified tonsil procedure. The customer contact reported that at the end of the procedure, the patient was "thrashing" and the tubing separated from the option-lok male adapter and a small volume of solution leaked. It was reported that the tubing was reinserted into option-lok male adapter and taped together. The tubing set remained in clinical use and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 27072ns. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.